Event description:
Literature was reviewed regarding a five-year outcomes of mitral valve repair for leaflet prolapse at a medium-sized norwegian university hospital. The study population included 103 patients with a mean age of 62 years who were predominantly males. Medtronic products implanted in the study population were cg future annuloplasty and profile 3d annuloplasty. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, adverse events included: severe mitral regurgitation, endocarditis, hemolytic anemia, bleeding, pericarditis, stroke, post pericardiotomy syndrome, transient ischemic attack, sternal dehiscence, keloid, tricuspid regurgitation, atrial fibrillation, atrial flutter, pulmonary embolism and persistent complete atrioventricular (av) block. Treatments performed included: medications, percutaneous drainage and re-intervention. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
G2: citation: authors: trym lovseth kavlie, et al.. Five-year outcomes of mitral valve repair for leaflet prolapse at a medium-sized norwegian university hospital. Scandinavian cardiovascular journal 58:1, 2379336 2024. 10.1080/14017431.2024.2379336 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.